Event description:
It was reported, at implant, impedance readings were >40000 ohms on electrodes 12-15. The hcp was aware, and made the decision to close the pocket. The pt is getting excellent coverage now. The electrodes do not seem to be posing an issue for the therapy.

Manufacturer narrative:
(B)(4).